Event description:
This report was received from global pharmacovigilance (gpv) on (B)(6) 2012 and is a spontaneous report from the patient's wife with supplemental information from the peritoneal dialysis registered nurse (pdrn) of peritonitis and break in aseptic technique. The following information was obtained from the patient's wife: on an unreported date, the patient did not wear mask during pd therapy. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. At the time of the report, the patient was recovering from the event and pd therapy was ongoing. The wife stated the peritonitis was related to the patient not wearing a mask during pd therapy. The following information was reported by the pdrn: the nurse confirmed hospitalization dates of (B)(6) 2012. Cause of peritonitis was unknown. At the time of this report, the nurse stated the patient had recovered from the event and pd therapy was ongoing. The nurse stated the event of peritonitis was not related to any of the baxter pd solutions. Product surveillance contacted the pdrn on (B)(6) 2012 for further information regarding the peritonitis event. The following information was obtained. The nurse confirmed the cause of peritonitis was the patient did not wear mask. She stated she recently went to the patient's home and retrained him on aseptic technique. The nurse stated the event of peritonitis was unrelated to the baxter pd disposables. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. A sample is not required for use error as there is no allegation against the device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported that the there was a breach in aseptic technique as stated by the patient did not wear a mask. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.